Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient is in the hospital due to heart failure and a general device evaluation was requested. This left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms, elevated threshold measurements diaphragmatic stimulation and intermittent pacing. The device was reprogrammed vvi 60. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional information regarding this lead were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating the out of range pacing impedance measurements were still occurring. A boston scientific technical services consultant documented and discussed the clinical observation with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.